Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient reported that she ¿went into withdrawal because the hcp (healthcare professional) messed up¿. No further details were provided and the patient didn¿t know the event date. The patient was looking for a new hcp. Additional information was received on 07-dec-2017 from an hcp who reported that the cause of the withdrawal was that the patient did not come to her refill appointment. The actions taken were noted to be ¿patient went to hospital, pump minimal settings, and refill performed at another visit¿. No further complications were reported/anticipated.